Event description:
In additional information received on 24apr2025, it was confirmed that the coil exited the distal tip of the catheter during the procedure.

Manufacturer narrative:
Additional information: b5, d10. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: h6 (annex a). Investigation ¿ evaluation. It was reported that the retracta detachable embolization coil deployed prematurely from the delivery wire during subclavian embolization as part of thoracic endovascular aortic repair (tevar) procedure. After flushing, the coil was inserted from the hub of a contrast catheter. As the delivery wire was pushed forward, resistance was felt, prompting pull back of the wire. However, only the delivery wire retracted, leaving the coil at the tip of the inner catheter. Another coil of the same size was used to successfully complete the procedure. It was confirmed that the coil exited the distal tip of the catheter during the procedure. A visual inspection of the coil after removal from the catheter found it was not stretched or compressed. Upon opening the package, there was no damage to the device or packaging noted. It¿s unknown if the patient was on any anticoagulation medication. There were no other embolic treatments used. It¿s unknown if the patient had any allergic reactions to the coil. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. Cook received one device in a used condition. Upon visual inspection, it was confirmed that the coil was detached from the delivery wire and lodged within the tip of the loading cannula. Cook has concluded that the device was manufactured to specification additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related subassembly lot revealed no recorded non-conformances relevant to the failure mode. There were no other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. The manufacturer does not supply an IFU for this product. Instructions for use are supplied by the local distribution partner. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that delivery wire was inadvertently rotated while the device was being retracted; however, this could not be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.